Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with an implantable cardioverter defibrillator exhibiting post-paced t-wave oversensing. Programming changes were discussed but not made at the time. Patient was stable before, during, and after the event.